Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 400 mg/dl with high ketones; cause was unknown. Elevated bg was addressed via manual injection. Customer declined troubleshooting and requested follow up. Upon follow up, tandem technical support was informed that the customer was able to successfully resume insulin therapy and was advised the pump was functioning properly.